Manufacturer narrative:
One device was received for evaluation. Visual inspection found a separated upstream occlusion seal and a corroded printed wiring assembly (pwa). A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the corrosion. As a result, the upstream occlusion seal and pwa were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump would not power on. During physical inspection, it was found that the upstream occlusion seal separated from the chassis. There was no patient involvement, no patient injury was reported.